Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range shock impedance. Pacing and sensing measurements, however, remained within normal limits. A guidant technical services (ts) consultant recommended immediate evaluation of the lead/device system, stating that critical shocking therapy availability may be affected. The patient elected to leave the clinic, against medical advice, and would return at a later date for evaluation. It appears that the patient did return, and the device was explanted. No additional information is available at this time.